Event description:
Report received of fluid leakage from a dial-a-flo set with bleed back. It was reported that a home health pt, diagnosis unspecified, was receiving home antibiotic infusions. The dial-a-flo set was connected to one line of a double lumen catheter for a 30 minute antibiotic infusion. At some point during the infusion, it was noted that there was fluid leaking from the dial on the tubing set. There was a small amount of bleed back noted. The tubing set was changed, and there were no further problems reported. There were no reported adverse pt effects. Additional info was requested, but no further info was provided.